Event description:
Healthcare professional reported implants explanted with new implants placed. Later, healthcare professional reported, left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, an opening on posterior, and wear abrasion. Leak test and microscopic analysis was performed which identified: a striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported implants explanted with new implants placed. Later, healthcare professional reported, left side capsular contracture baker grade iii. The device has been explanted.